Event description:
The hosp reported a pt expired during a procedure due to low blood volume. The physician recognized a bleed from an ulcer and attempted to stop the arterial bleed with a clip fixing device. Of the four clips deployed, the third clip did not open. The hosp reported that the stercoral ulcer was most likely caused by the radiation therapy the pt was undergoing for terminal colon and liver cancer.